Manufacturer narrative:
(B)(4).

Event description:
It was reported during the thr procedure, while impacting the hammer pad this was broken. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, the photo provided confirm the breakage. However, based on the information provided, the reported breakage of the hammer pad occurred during use of the instrument outside of the patient. Therefore, nothing was retained inside of the patient. It was reported the procedure completed without delay, using a backup device from smith and nephew. Since there was no harm or other complications reported, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the threads are damaged on the r3 straight shell impactor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.internal reference number: case-2020-00035480-1